Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump, and inlet tube. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The surfaces appear to have a darkened or melted appearance, indicating the component may have come into contact with a cauterizing tool. A separation was noted on the exhaust tube of cylinder 2 at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 2 near the detachment site from the pump. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and the inlet tube of the pump overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed to sufficient stress exerted on the exhaust tube of cylinder 2 near the strain relief junction to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2021 due to a fracture in the tubing about 1.5 inches from the pump.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, fracture in tubing about 1.5 inches from the pump. No other adverse patient effects were reported.